Manufacturer narrative:
According to available information, this lead will not be returned for analysis. As no return of product is intended, boston scientific cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, the patient with this right ventricular lead reported experiencing an inappropriate shock and was hospitalized. In addition, low impedance measurements were observed. Fluoroscopy revealed the lead was stretched and possibly fractured . It was thought this was due to the patient's growth. A revision procedure was performed. This lead was successfully replaced.